Manufacturer narrative:
Correction: device evaluation: 10 - the subject lens was received dry within a microcentrifuge vial. Visual inspection found an optic and haptic broken lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and raplace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Correction: g1. Device evaluation: 10 - the subject lens was received dry within a microcentrifuge vial. Visual inspection found an optic and haptic broken lens. Dimensional and functional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Additional information: device history record review: 3331 - device history record review found associated source lots were manufactured within established parameters and limits. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was repositioned. Claim# (B)(4).